Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that unable to lift the flap in the right eye of a patient due to an undisrupted central area. A bandage contact lens was placed during lasik surgery. It was recommended to have the patient heal and consider surface ablation.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event system was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Based on the initial report and the fact that according to logfile review device met specifications, it can be concluded that the root cause for the reported event is user handling. The initial report states when the surgeon placed the lid speculum under the patient's lids, a corneal abrasion occurred. The abrasion was not noticed until after the flap was created. This resulted in a partially undisrupted central portion of the flap where there was an abrasion. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. During the reported treatment, the energy check was within the valid time range. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The surgeon missed vacuum one twice during the docking process/before the treatment. Suction ring was docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one value. The logfile shows the total treatment duration was around two minutes fifty seconds. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause was identified as user handling. The manufacturer internal reference number is: (B)(4).